Manufacturer narrative:
Heartsine contacted the customer on several occasions to request return of the device. The customer did not return the device and therefore the root cause of the reported could not be determined.

Event description:
Red status led and no voice prompts with adult pad-pak.

Event description:
Red status led and no voice prompts with adult pad-pak.